Event description:
Pulmonetic systems, inc. Received the following report from a repesentative: event occurred in vehicle in 2003. Vent allegedly went inop when changing from internal battery to external battery. Patient had to disconnect from external power, reset alarm and restart vent with internal battery. Visual and audible inop alarm was present. Power source at time of event: switching from internal to external power source. No patient harm.